Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error "contact tech support." There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Function testing could not be performed because the device would not turn on. A data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection failed due to a damaged main board. The reported even of an error icon display was confirmed. The root cause was determined to be a damaged bp1 reset button.